Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product location unknown.

Event description:
Patient was revised approximately twenty months post-implantation due to unknown reasons caused by patient fall.